Event description:
On (B)(6) 2007, an ipp was implanted. On (B)(6) 2010, the pump component was removed and replaced due to alleged auto inflation and capsule around the reservoir.

Manufacturer narrative:
The pump was returned for analysis. Device analysis indicates pump was operating within specifications. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.